Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen went blank for a few minutes and the device appeared to reboot, after which it powered back on and operated properly; the user awaited cgm reconnection and reported no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no change to therapy and no medical intervention. Investigation included complaint review and user-reported functional check post-reboot. Investigation of this case revealed normal function upon recovery with transient display loss and temporary cgm disconnection. It was concluded that the device resumed normal operation after an apparent spontaneous reboot without patient harm.